Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose and dehydration. The blood glucose reading at the time of admission was 296 mg/dl. The customer stated that the blood glucose had been running high for three weeks. The blood glucose reading at the time of the report was 433 mg/dl. The customer treated with a manual injection. The customer also reported that she had received a no delivery alarm and was assisted in clearing it. The drive support cap appeared normal. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction.